Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) chamber of the heart had deteriorated in function due to the position of the lv lead. The lv lead was explanted and replaced with the new lv lead placed in a more posterior location. The patient was stable throughout the procedure.